Event description:
It was reported that unknown fibers were observed inside a filled pvc 1000ml bag with 2 spike set. It was reported that a filter was attached to the bag. There was no patient involvement. No additional information is available. This is report 5 of 6.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One filled bag was received for evaluation. Visual inspection revealed a particle like a fiber in the bag, confirming the reported condition. No other test was performed. The cause of the reported condition is undetermined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.